Manufacturer narrative:
Reported event: an event regarding loosening involving an insignia stem was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had an initial procedure on (B)(6) 2024 since I was able to see the original stryker stickers. I was also able to see x-rays before revision. I can confirm that another surgery occurred on (B)(6) 2025 since I was able to review an implant usage sheet with a stryker trident polyethylene insert. The root cause of this event cannot be determined with certainty. Causes of femoral loosening within four months after initial surgery are multifactorial including surgical technique, especially in the sizing of the implant and the assessment of stability of the implant. In my opinion the femoral stem appears somewhat undersized. While the quality of the bone could be implicated, in my opinion the bone quality appeared satisfactory and in fact the x-ray appearance could lead one to believe that there was another process going on such as infection since there is loss of the medial femoral cortex only four months following the surgery with a pedestal beneath the stem. Patient activity level, lifestyle and bmi can contribute. I would not assign any causality to the implant itself." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due stem loosening. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had an initial procedure on (B)(6) 2024 since I was able to see the original stryker stickers. I was also able to see x-rays before revision. I can confirm that another surgery occurred on (B)(6) 2025 since I was able to review an implant usage sheet with a stryker trident polyethylene insert. The root cause of this event cannot be determined with certainty. Causes of femoral loosening within four months after initial surgery are multifactorial including surgical technique, especially in the sizing of the implant and the assessment of stability of the implant. In my opinion the femoral stem appears somewhat undersized. While the quality of the bone could be implicated, in my opinion the bone quality appeared satisfactory and in fact the x-ray appearance could lead one to believe that there was another process going on such as infection since there is loss of the medial femoral cortex only four months following the surgery with a pedestal beneath the stem. Patient activity level, lifestyle and bmi can contribute. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The revision was secondary to femoral loosening. The femur was removed and revised to a competitor revision stem and the insert was exchanged for a new 36mm insert. No further information available from doctor or hospital.